Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter has a power issue (meter does not turn on). This complaint is classified according to the documentation of the customer care advocate (cca). The patient manages him diabetes with oral medication (metformin). The power issue began on (B) (6) 2009. Six weeks after the product issue began, the patient reportedly developed symptoms described as "frequent urination and blurred vision." Although the patient had the power issue, the patient managed his diabetes, increased his oral medication on (B) (6) 2010. That same day, the patient claimed that his healthcare provider administered oral mediation to the patient. The patient tested on another device at "190-280 mg/dl." During troubleshooting, the cca verified that there was product misused. The power issue was not resolved with training. This complaint is being reported because the patient claimed he developed symptoms that can be associated with hyperglycemia 6 weeks after the power issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.